Manufacturer narrative:
No report of patient involvement. The biomedical engineer replaced the first set of replacement flow sensors with another new set of flow sensors; and the unit was returned to service.

Event description:
The biomedical engineer reported, during planned maintenance, that the flow sensors were replaced. The unit then intermittently alarmed 'no inspiratory/expiratory flow sensor", this would have prevented the use of mechanical ventilation. There was no report of patient involvement.